Manufacturer narrative:
The cac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via functional testing. Analysis revealed that the device passed visual examination but failed functional testing due to an open wire inside the device's connector. As a result, the most likely root cause of the reported event can be attributed to wear on the wire as a result of excessive bending or pulling. The usage pattern most likely contributed to the fraying or breaking of the cable wire. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time.the steps for exchange of batteries are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that one the patient's ac adaptors would not provide power to his controller. The patient was told to test other ac adaptor as well as batteries to ensure the power connection on the controller was working.  It recognized all other power sources.  The customer removed the ac adaptor out of service and gave the ac adaptor vad team. There was no impact to the patient.